Event description:
It was reported to vyaire medical that the connector on the gde (gas delivery engine) of the avea ventilator was not picking up the uim (user interface module). There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However the customer placed an order, and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device will not be returned.